Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that ring on reservoir compartment was missing. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the retainer and reservoir tube o-ring properly attached to case. Damage (physical or cosmetic) not confirmed during testing. Device passed the displacement test.